Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. Suture detached during the surgery. No reported patient consequences. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. D4: UDI: as the expiration date for the device involved in the event was not provided, the full UDI is currently not available. Additional information has been requested however and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Was there any deficiency with the device? Please provide additional details. Nw1326 - suture detached during the surgery. Were there any patient consequences? No, there as not any consequences reported. Can you identify the lot number of the product that was used? Nw1326 - t3063. Please perform and document the follow-up attempt for product return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: the product was returned to ethicon for evaluation. One detached needle and several suture pieces outside the foil packet were received for analysis. Product code nw1326. Upon visual assessment of the needle, the swage and attachment area were noted to be as expected. The barrel hole was examined under magnification and remnant suture was observed. During the visual inspection of the suture pieces, it was noted that they had begun with the process of degradation and the time of exposure of sutures to the environment could not be determined. The foil was visually inspected, and it was observed tear, and with staples. The reported event is confirmed. The condition of the package is indicative of handling and storage issues that occurred outside of ethicon control. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Per the conditions of the returned sample, no conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.